Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were cracked. This issue was found before use. The patient advised that the "crack" was on the side of the cap going upward. It looked like it was damaged by something on the side. The sponge inside was fine with iodine. They had stored the product as usual and received the boxes in decent shape. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.